Event description:
It was reported to philips that the system failed to boot, restarted successfully on an allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Information on the reported issue was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).